Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal of an unspecified number of tampons, the strings would separate from the pledgets. She manually removed the pledgets from her vaginal cavity. She reported experiencing headaches about every other day that would last from the beginning of the day to resolving at the end of the day. She was unsure if the headaches were related to the use of the tampons. She improved and did not seek medical attention.